Event description:
The customer complained about unusual solidscreen reactions called "?" Through 3+ by tango optimo when the samples should have yielded negative solidscreen reactions. A service visit was performed during which the engineer noticed that the colour of the wells remained red after spinning which is an indication of hemolysis. After setting up fresh wash buffer, all the quality controls passed successfully with no further problems. The findings strongly indicate that the wash buffer in use was out of specs and caused hemolysis of the reagent red cells. A homogeneous distribution of pixels with similar greyscale values are always interpreted as a positive antibody screen result by tango optimo. A differentiation between a solidphase and a coloured background due to hemolysed cells cannot be made by the system. This complaint was thus treated as a user error.

Manufacturer narrative:
The iti on hand is part of a series of complaints with delayed reporting to the authorities. All of these cases will individually be investigated and processed but will collectively induce a CAPA.